Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing, however, only limited info was received regarding the reported event. The device referenced in this report was not returned to olympus for evaluation. If the device is received at a later date, or if further significant additional info is received, the report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic procedure, the users attempted to remove a stone that was said to have been abnormally dense. The stone and basket subsequently became impacted near the ampulla. Another company's emergency handle was used, and the wires on the grasping basket reportedly broke, leaving the top half of the basket in the bile duct. The users were reportedly unable to extract the top portion of the basket, and the pt was sent to another facility to extract the basket by unspecified means. There was no pt injury reported.